Manufacturer narrative:
In order to fix the issue, the fse that encountered the issue replaced the li-ion battery pack (0146-00-0097). The fse performed checks and functional tests. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units battery does not allow charging and shows error. There was no patient involvement.